Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information that the spouse of the patient believed this device didn't work because the patient had died from cardiac arrest. The spouse reported the patient had been hospitalized for pneumonia and a bladder infection, that four cardiologists who attended to him over a five-day period said the patient was fine, and that the results of a device interrogation prior to the patient's death showed no anomalies. The spouse said the device was likely buried with the patient. A boston scientific customer service representative recommended the spouse consult with the patient's primary physician to learn more about the patient's health issues at the time of death. The patient's boston scientific field representative was contacted, but did not recall conducting a device interrogation before or after the patient's death, and had no other information regarding the device or the patient's death.